Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease (treated), peri-implantitis, infection, inflammation, mobility, perhaps pressure necrosis, perhaps insufficient blood supply to the bone.